Manufacturer narrative:
Zimmerbiomet complaint number (B)(4)

Event description:
Doctor reported implant fracture in the upper part of the implant and implant's mobility. A new implant was placed to complete the procedure. Patient has been rescheduled for prosthetic treatment.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvb10) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured around the collar. Additionally, there was bone residue around the external threads due to usage. Functional testing could not be performed since the product was fractured. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number (tsvb10) was performed for similar events and no complaint about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Event description:
It was reported implant removed due to fracture at the upper part of the implant. Another implant placed.